Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: wide local excision. Event description: it was noticed at the end of the case that there was a significant red mark (potential burn) to the skin next to the incision under the armpit. The jaws /metal section between jaws and plastic shaft were in contact with this section of skin at some points during the case, including times when the energy was activated. This section of skin was subsequently removed to allow for health skin to be used to close the incision. Additional information received from applied medical representative via email on 13-oct-2022: the patient is okay, the damaged skin was removed and the wound sutured closed as normal. The lot number is: 1449493. The surgeon was sealing and dividing the fatty tissue around close to the lymph nodes with most of the jaws inside the incision and a small amount of the jaw resting on the skin next to the incision. Intervention: the damaged skin was removed and the wound sutured closed as normal. Patient status: the patient is okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. No alleged malfunction was noted by the complainant with an applied medical device. Based on the description of the event, it is likely that the reported event was caused by use error. The instructions for use (IFU) warns, "to prevent unintended thermal injury, care should be taken around structures in close proximity to the jaws and during surgical procedures occurring in confined spaces." The instructions for use (IFU) also warns, "after device activation, keep the jaws of the device away from adjacent tissue as the jaws may remain hot enough to cause burns."

Event description:
Procedure performed: wide local excision. Event description: it was noticed at the end of the case that there was a significant red mark (potential burn) to the skin next to the incision under the armpit. The jaws / metal section between jaws and plastic shaft were in contact with this section of skin at some points during the case, including times when the energy was activated. This section of skin was subsequently removed to allow for health skin to be used to close the incision additional information received from applied medical representative via email on (B)(6) 2022: the patient is okay, the damaged skin was removed and the wound sutured closed as normal. The lot number is: 1449493 the surgeon was sealing and dividing the fatty tissue around close to the lymph nodes with most of the jaws inside the incision and a small amount of the jaw resting on the skin next to the incision. Intervention: the damaged skin was removed and the wound sutured closed as normal patient status: the patient is okay.